Manufacturer narrative:
Upon completion of the investigation it was noted that the product was returned for evaluation and the complaint was confirmed. Manufacturing documentation was not reviewed since the lot number was unknown. A light brown 'spot' (approx. .125" in diameter) was on the top pattie in the pack, directly around/below the area of the green string. The spot was produced when the string was welded to the cottonoid material. The cottonoid is formed from a rayon material. During processing this rayon material is broken down into small, loose fibers. If the fibers do not break down enough, a small cluster of fibers can result. This in turn creates a thick spot in the pattie. When the string is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Since the marking is from burnt rayon material, it would not affect the patient during surgery. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The theatre reported that when they opened this packet of patties they noticed a rust spot on one of the patties whilst performing a pre operative count. The patties were removed from the sterile field and kept for return. No delay to the case and no known adverse affect. Question asked to affiliate: on the complaint, the event date is listed as occurring after the (B)(6) representative was notified. Please verify. Per affiliate: "the actual event date is unknown, the product specialist became aware of the complaint on 31 october 2016."